Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sept2019. During troubleshooting it was determined that the customer needed to replace the air sensor. Replacement of the air sensor will resolve the reported failure. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the delivery test failed. No patient involvement.